Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and competitor right ventricular (rv) lead experienced a syncopal episode which resulted in a head injury. Upon review of the device, sustained ventricular tachycardia (vt) was noted which appears to be minute ventilation chop. Boston scientific technical services (ts) reviewed the data and confirmed that one episode showed minute ventilation chop resulting in asystole for more than two seconds. The field representative suspected this was a result of a lead fracture. The sensitivity was reprogrammed until the revision procedure could be performed. X-ray was performed which indicated the rv lead was not fully inserted into the device. A revision was performed and it was confirmed the rv lead pin connector did not have adequate contact with the header electrodes. The rv lead was properly connected to the device and remains implanted. No additional adverse patient effects were reported.